Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 2 reported devices were received for evaluation; the events were confirmed during testing. Evaluation found damaged components upon disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction event, in which the device ran on its own. There was no patient involvement; no patient impact.